Manufacturer narrative:
The tech found a sticking all motor lockout chip in the side rail. The tech loosened the chip to resolve the issue.

Event description:
Tech alleged that the bed is going up and down by itself. No pt impact.